Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00 x 48mm synergy xd drug eluting stent was advanced over wire for treatment. However, during introduction, the device would not cross the lesion and the distal shaft of the delivery system bent and then broke outside the patient. The device was pulled out over wire and was removed intact. Another synergy stent was used to complete the procedure. No patient complications were reported.